Manufacturer narrative:
Pump was received with esc, act and up arrow buttons unresponsive due to corroded keypad traces. Unable to confirm excessive no delivery alarm or perform the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to button keypad anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that they received no delivery alarm after troubleshooting. The customer¿s blood glucose was 9.8 mmol/l at the time of the incident. The device will be returned for analysis.